Manufacturer narrative:
Failure analysis on the return gas delivery system (gds) shows that no fault found. The gds was tested extensively with passing result.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed . The customer reported the unit was not in use on patient.